Manufacturer narrative:
Citation: erkan et al. Comparison of anesthesia management in transcatheter aortic valve implantation: a retrospective cohort study. Braz j anesthesiol. 2022 sep-oct;72(5):629-636. Doi: 10.1016/j.bjane.2021.06.017. Epub 2021 jul 9. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding anesthesia management in transcatheter aortic valve implantation. The study population included 303 patients with a mean age of 83 years who were predominantly female.  Multiple manufacturer¿s devices were implanted in the study population; eight patients were implanted with a medtronic corevalve bioprosthetic valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients adverse events included: arrhythmia requiring permanent pacemaker implant, vascular complication, infection, stroke, paravalvular leak, myocardial infarction, and acute kidney injury.  No further information was provided pertaining to medtronic products.